Event description:
Olympus was informed that during an unspecified colonoscopy procedure, the users experienced a complete loss of image. The procedure was completed with a different colonoscope. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the display flickered. It was found that the electrical connector was leaking and there was evidence of fluid invasion. The objective lens was noted with scratches and it was chipped. There were no frayed wires observed on the bending mesh. The device has been serviced and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.